Event description:
Additional information received identified the patient's scs generator was replaced with a new one, and the reported issue addressed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported the patient's implantable pulse generator (ipg) battery had depleted and needs to be replaced.